Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported right side "possible capsular contracture baker grade unknown or possible rupture" and "pain and discomfort". Healthcare professional later reported right side "capsular contracture baker grade iii and confirmed rupture". The device has been explanted.

Event description:
Patient reported right side "possible capsular contracture baker grade unknown or possible rupture" and "pain and discomfort". Healthcare professional later reported right side "capsular contracture baker grade iii and confirmed rupture". The device has been explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.